Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was also reported that the pump battery was intermittently depleting quickly. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.